Event description:
Pt had been wearing acuvue oasys that he self-prescribed by buying online. Reports he got them from ae eyewear through a banner ad from (B)(6). Wearing lenses 6 months per pair removing to rinse every 2-3 days and reinserting. Not following a prescribed wear schedule (since he never saw an optometrist ophthalmologist for fitting and cl rx). Presented with painful left eye; 2mm corneal ulcer/pseudomonas from contact lens abuse. Obtained medical devices online without knowledge of an eye doctor and is now at risk for blindness in his left eye.